Manufacturer narrative:
Section b5. Description of event: corrected data; supplemental MDR #1 inadvertently submitted without received information.

Event description:
Information was received that the pain at the electrode site is believed to be due to the presence of the device, and the patient's surgery for the pain in the neck for patient comfort reasons. Settings and diagnostics were also received and were within normal limits. Lead analysis was completed and abraded openings were noted in the outer silicone tubing. The connector pin had what appeared to be pitting toward the end of the tip. Reddish-brown deposits/substance was noted at the end tip of the connector pin and analysis showed presence of higher iron percentage suggesting oxidation may have occurred. Note that since the electrode array portion including the lead electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on this portion of the lead. Other than the mentioned observations and typical wear and explant related observations, there were no anomalies identified with the returned lead portions. No additional relevant information has been received to date.

Event description:
Information was received that the patient had pain and labs were performed to check for infection, but labs came back normal. The patient's generator and lead were received into analysis, however analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
It was initially reported the patient was referred to an ent for evaluation of pain occurring at the electrode site. Further information was received that physician would like to remove the full system and replace it. The generator replacement was stated to be due to low battery prophylactic replacement. Information was received that the patient underwent a full revision. The reason for generator replacement was noted to be battery depletion and the lead revision reason was not noted. The patient's explanted lead has not been received into analysis to date. No additional relevant information has been received to date.